Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that 135 days post a coronary drug eluting stenting treatment procedure, in-stent restenosis occurred. The physician implanted the 2.50x20mm taxus express2 drug eluting stent in the mid posterior descending artery (pda). One hundred thirty five days later, in-stent restenosis was found. The physician implanted a 2.50x16mm taxus express2 drug eluting stent inside the previously placed stent with no complications. The pt condition is listed as fine. No further information was available.